Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on, although the backlight was visible. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt various troubleshooting steps, but when the pump still failed to turn on, it was determined that a replacement pump was necessary. The customer agreed to use a backup insulin pump to ensure continuous insulin delivery.